Event description:
It was reported that the asymptomatic patient presented for a routine follow up. The ventricular lead exhibited high impedance in bipolar configuration. The lead was programmed to unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.